Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-18312. It was reported that a pacer dependent patient presented for a follow-up in clinic. Upon interrogation, the patient's right ventricular lead exhibited high impedance values. The lead was capped and replaced on (B)(6) 2019. During a post operative interrogation the following day, it was noted that the patient's heart rate was bradycardic in addition to observing false pause episodes and intermittent loss of capture on the newly implanted lead. A chest x-ray was performed and no slack was observed on the lead. The physician suspected micro-dislodgement. Programming changes were made and on (B)(6) 2019 the lead was successfully repositioned. The patient was noted to have been asymptomatic throughout the entire event and was stable before, during, and after both procedure.